Event description:
It was reported that a part jaw part of the intestinal grasping forceps has broken off during procedure and remained in the patient. Further surgery was necessary to remove the foreign body.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the returned product revealed the following: 31310c: part of the jaw is broken due to excessive mechanical force. This can happen, for example, by squeezing the handle too hard (when grasping tissue). It can therefore be assumed that the user was at fault. The concomitant articles 38910md and 31300m show signs of wear but are not the cause of the incident mentioned. Since no critical and/or systematic deviation found during investigation no remedial/ corrective actions were taken. The customer will be informed and made aware of relevant warnings in the IFU. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in sections b5 and d9. Associated device 31300m clickline outer sheath was also returned by the customer. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Information on surgery outcome: the foreign body has been completely retrieved; patient is doing well there are no lasting adverse consequences.